Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 19mm trifecta gt valve was implanted during an aortic valve replacement. In (B)(6) 2023, patient began experiencing symptoms of heart failure and was later admitted to the hospital. Severe aortic regurgitation and mild mitral regurgitation were observed. There was also a 50mm tumor seen on the ascending aorta. On (B)(6) 2023, a mitral valve replacement and aortic valve replacement were performed. The trifecta valve was explanted and replaced with a 21mm non-abbott valve, and a 30mm non-abbott valve was implanted in the mitral valve. A bypass of selective saphenous vein graft to right coronary artery (svg-rca) was also added due to risk of right coronary artery occlusion. On the explanted trifecta valve, it was noted that circumferentially on the outflow side, there was a cusp tear corresponding to the right coronary cusp. The native aortic valve was reported to be 23mm in diameter. The patient status was stable.

Manufacturer narrative:
Explant due to symptoms of heart failure, severe aortic regurgitation and mild mitral regurgitation was reported. The investigation found that all leaflets were torn. Leaflet 2 had a fold/retraction. There was calcification noted on leaflet 1 associated with tear. No inflammation was present. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the tear could not be conclusively determined; however, the tears and fold causing incomplete coaptation could have contributed to the reported regurgitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.